Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an system error 345 was not reproduced. A review of the event history log revealed no air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. He reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.